Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 7/16/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. The pushrod was observed that overrides the lens in the inserter. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens was also observed stuck in inserter. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as partially delivered and stuck in inserter was not verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no additional investigation requests for this po number. Product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the preloaded intraocular lens did not deploy from the tip of the preloaded device. Reportedly, when the customer tried to insert the lens it would not come out. There was patient contact with the lens. There was no incision enlargement, no vitrectomy and no sutures required. Procedure was completed using the same type of lens. Patient outcome is reported as doing fine. No further information provided.